Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 31 staples remaining in the cover block indicating that at least 4 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly formed and fired. Two more attempts were made with the same results. The stapler was then fired into a simulated skin pad to simulate skin insertion. The remaining staples were able to properly form and fire into the skin pad. No defects or anomalies were observed with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The complaint cannot be confirmed based upon the sample received. Visual examination revealed that the staples were properly aligned. Upon functional inspection, all staples were able to properly form and fire from the device. No defects or anomalies were observed with the returned stapler. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, the complaint cannot be confirmed as no problem was identified with the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient and felt it jamming. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73m2100052 investigation did not show issues related to complaint.the device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient and felt it jamming. No reported injury.